Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The expected fasting blood glucose test result range is 120 to 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Comparison of blood glucose test results by customer from trueresult meter to competitor meter. Back to back blood test performed by customer fasting on (B)(6) 2015 at 8:00am produced test results of 517 mg/dl using trueresult meter and 312 mg/dl using competitor meter. The product is stored by customer according to specification in the bedroom. The test strip lot manufacturer's expiration date is 08/31/2018 and open vial date is week of (B)(6) 2015. The meter memory recalled for fasting test results performed (date / time not set): (B)(6). Adverse event not reported.